Event description:
The passeo-14 balloon catheter was selected for treatment in a distal tibial artery. The balloon ruptured. The physician did not take past rbp but did inflate prior to atherectomy to make way for device. He is pre-dilating and inflates fast straight to nominal and/or beyond.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instruments were manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. The instruments were delivered in a pressure tight and leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.